Event description:
Procedure performed: achilles tendon lengthening left foot. Triple arthrodesis with internal fixation left foot. The tip of a 2mm drill bit inadvertently broke off and "appeared to be imbedded in the area of the sinus tarsi" of the left foot during a part of the procedure where "aggressive drilling of the bone" to stimulate cartilage repair was performed. Surgeon attempted to remove it, however "decided to leave it in place due to its's benign position". Surgeon indicated he would disclose this to the patient. There was no malfunction of drill. FDA safety report ID # mw5111089.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.